Event description:
It was reported that electrode pair 3/4 on the device showed only artifact. No electrograms available. During rf, no electrodes visible. The device was replaced. There was no pt injury. This report is being filed for the findings upon investigation.

Manufacturer narrative:
Final device investigation found that the device was returned with one of the electrodes partially missing and not returned with the device. The device curve was acceptable. Upon eval, the device was electrically tested and data indicated that the electrode #3 pin had an open circuit, but the #4 pin had connection. The device history record was reviewed and no discrepancies were noted. It was not clear at what point the piece of electrode came off of the device.